Event description:
The patient's family member reported that there were two incidents when the suspect device results were high. On the second incident family member administered more insulin than the doctor prescribed. Patient has been hospitalized for observation and also treated at home with an IV by the paramedics. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.